Manufacturer narrative:
D10 concomitant products: sn-(B)(6) - sn-(B)(6) monosof* 6-0 blk 45cm p10 x12 - lot# d4d2909. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 24 sutures broke while being removed from the retainer and prepared prior to patient incision. The same product was used to resolve the issue. Number. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted twelve sutures and twelve needles. The needles were returned attached to the sutures. The sutures were returned broken at the following lengths from the needle attachment points: 6 5/16, 4 9/16, 11 7/16, 10 1/8, 6 1/4, 16 3/4, 15 3/8, 10 13/16, 16 1/4, 12 1/16, 13 1/4 and 14 1/16 inches. The measurements were taken with an aluminum rule, calibrated asset nh02505. Visual and functional evaluation found no notable condition related to reported condition for the representative samples. It was reported that the suture was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.